Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 30% to 10%, then increased to 90% battery life while pump was being charged. There was no impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.